Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been less than 1 year, since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, it is likely, that the tip cover falling off was caused by the following: 1. Chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack. Making it easy for the cover to come off the scope. 2. The cover was easily removed from the scope, due to insufficient attachment to the scope. Furthermore, CAPA-2073 is currently performing the root cause investigation of the dropout of distal cover (maj-2315). The event can be detected/prevented, by following the instructions for use (IFU), which state: ¿please make sure, that the distal cover is intact without any problem before installation. And it has no damage (crack) after installation¿. ¿also, do not use anti-fog agents, as it is known, that anti-fog agents will damage the cover¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
According to the customer, the single use distal cover fell off in the stomach. When the evis exera iii duodenovideoscope was removed the cap was not on. The duodenovideoscope was re-entered into the patient and the distal cover retrieved from the stomach with the use of a retrieval net. Once removed the cap was split. The item will not be returned to olympus for evaluation.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Event description:
The customer reported to olympus that the physician was withdrawing the scope and the cap was found in the patients mouth. The reported problem was found during an endoscopic retrograde cholangiopancreatography procedure. There was no harm or user injury reported due to the event and the procedure was completed successfully. Related complaint: (B)(6).

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.